Manufacturer narrative:
Visual inspection. Device history review could not be performed as no lot code was provided. Visual inspection confirmed that the rod had fractured. A plausible root cause may be unidirectional loading due to fatigue. The fractured surface visually indicated patterns related to unidirectional loading. In addition, the implant fractured after roughly two years.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the surgery by xia3(l1/iliac fixed by screws)(th4/th12 fixed by cable). On (B)(6) 2014, the surgeon found that the rod was broken(level of l1). The surgeon performed revision surgery on (B)(6) 2014.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the surgery by xia3(l1/iliac fixed by screws)(th4/th12 fixed by cable). On (B)(6) 2014, the surgeon found that the rod was broken (level of l1). The surgeon performed revision surgery on (B)(6) 2014.